Event description:
It was reported that the lead exhibited varying thresholds and varying sensing values along with mechanical failure. The lead was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported filed event of varying threshold and sensing anomaly was not confirmed. Analysis was normal. No anomaly was found.